Event description:
Per the clinic, the patient developed an infection near incision and magnet area with drainage from ear canal. It was also reported that, reprogramming attempts were made and showed all electrodes out of compliance. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.